Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device. The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during a procedure of the mildly tortuous, heavily calcified, mid left anterior descending (lad) artery, the nc traveler balloon met anatomical resistance advancing to the lesion. During the second inflation, the balloon was inflated to 14 atmosphere (atm) and ruptured. There was no reported adverse patient effect. A different device was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.